Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. The following verbiage is identified within the instruction manual, which may help prevent damage to the cable: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the user facility's report of a dark image and red color and assigned the cause to a faulty cable unit. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7h-1d-l08e, camera head to olympus for repair due to a report that dark images and a red color were produced. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, a faulty cable unit was found. This report is submitted due to the malfunction of faulty cable unit. As this was found during in-house service of the device, there was no patient involvement.